Event description:
It was reported that during implant impedances measurements on contacts 0-3 were in range, but impedance measurements on contacts 4-7 were all above 10,000. Trouble shoot included increasing the amplitude, swapping the leads in the battery header, and disconnecting and reconnecting all connections, but the problem persisted. There was no spare ins available, and it was reported that the surgeon was happy to close and test the therapy the following day just using contacts 0-3. Programming the following day proved 75% coverage of patient's pain, and it was reported that there were no adverse events.

Manufacturer narrative:
Product ID: 3999-45 lot# serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)